Manufacturer narrative:
(B)(4).

Event description:
Per the hcp (healthcare professional), the patient did not have an infection. The patient was on oral antibiotics. The hcp noted "probably sterile abscess; no symptoms of infection."

Event description:
The pump was one month to eri (elective replacement indicator) and was replaced on (B)(6) 2014. During the replacement they discovered a ¿nick¿ on the catheter near the pump connection. The catheter connector was replaced with an (B)(4). The pump was used to deliver dilaudid. No patient symptoms or outcome reported. Further follow-up is being conducted to obtain information. If further information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that antibiotics were administered to the patient pre and post op. The patient did not have any symptom prior to the replacement that would indicate an issue with the catheter. The company representative believed that patient is doing fine at this time, as they have not heard from the physician since the revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).